Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an error message was observed from the pulse generator during testing. The device remained implanted.